Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an infection. Specific pt symptoms were not reported. The pump was used to deliver baclofen. Plans were to explant the device. Additional information has been requested, a f/u report will be sent if additional information becomes available.